Event description:
It was reported that the spiral interface connector (the female connector) of the minicap transfer set could not be tightened properly to the patient line connector before it was used. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documentation was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned device, no issues were found. Leak testing, clear passage testing and clamp function testing were performed without any issues. As the result, the root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.